Event description:
It was reported that the patient experience vessel dissection. The target lesion was located at the circumflex artery. A 330cm rotawire was selected for use. During the procedure, when the physician advanced the rotawire down to the target lesion, it was noted that the wire dissected the artery. Then, the physician pulled out the rotawire from the patient's body and was not able to proceed with the atherectomy procedure due to the dissection in the artery. Consequently, a non bsc guide catheter was advanced and the physician immediately ballooned and stented the entire artery. No further patient complications were reported and the patient's status post-procedure was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experience vessel dissection. The target lesion was located at the circumflex artery. A 330cm rotawire was selected for use. During the procedure, when the physician advanced the rotawire down to the target lesion, it was noted that the wire dissected the artery. Then, the physician pulled out the rotawire from the patient's body and was not able to proceed with the atherectomy procedure due to the dissection in the artery. Consequently, a non bsc guide catheter was advanced and the physician immediately ballooned and stented the entire artery. No further patient complications were reported and the patient's status post-procedure was fine.